Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay ver. 2.1 on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 7 ng/l and repeated as 147 ng/l. The troponin t reagent lot number was 523669. The reagent expiration date was requested, but not provided.